Manufacturer narrative:
The reported stuck trigger was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. However, a failed e-box was found, which could have contributed to the reported observation by appearing as a stuck trigger. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device was getting stuck, a condition in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.